Event description:
The customer reported that they noticed a burning smell coming from the unicel dxc 600 pro synchron system. Their was no report of visible smoke, sparks or flame, no exposure and no injury occurred due to this event. No erroneous results were generated due to this event. The fire department was not called.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the burnt harness cable and the isolatran (line conditioner) to resolve the issue. Internal beckman coulter identifier is (B)(4).